Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from the lot. All available information was investigated and the reported difficult to remove clip appears to be related to user technique/procedural circumstances as the clip was caught on steerable guide catheter (sgc) soon after the clip delivery system (cds) was retracted, leading to premature deployment (clip was only attached to the gripper line). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficult to remove, premature clip deployment and surgical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing mr to 2+. The second clip delivery system (cds) was advanced to the mitral valve. After straddling, the cds was retracted, but the clip became stuck in the tip of the sgc. An attempt was made to advance the cds, but the clip still could not move. The decision was made to remove the devices. The sgc and cds were retracted, with the clip still attached to the tip of the sgc. It was observed that the clip was no longer attached to the cds and only attached to the gripper line. A surgical procedure was performed to remove the clip from the femoral vein. No further clips were attempted. One clip was implanted, reducing mr to 2+. No additional information was provided.